Manufacturer narrative:
Patient information was unavailable from the site. The stylet was returned to the manufacturer for analysis. Analysis found that when this device was connected to a known good system the stylet was recognized but would not track. A check of the em interface revealed all three coils open. The hardware investigation found that the reported event was related to a hardware issue, which is tracked in the hardware issue tracking database.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the stylet was not being recognized by the navigation system. All metal was removed from the vicinity on the surgical field but this did not resolve the issue. The surgery was completed with less than an hour delay and no patient impact.